Event description:
As stated by the customer on (B)(6) 2010: "resident was being removed from tub on lift hygiene chair. Staff lowered tub and moved lift away. Staff was washing resident's bottom with lift elevated. Staff moved lift back toward wall to have more room to work. Brakes were not on lift and resident was shifting around on the seat when lift tipped over backwards towards wall. She was sitting correct way (sideways) but may not have been centered properly on seat. Castors would have been rotated inwards as result of staff moving lift and it tipped towards pillar. Resident fell in opposite direction. Rpn tried to support resident going down. No seat belt on and wrong belt for this lift was attached to lift but not used." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution co in the USA, arjo inc, (B)(4).